Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump display went blank, flickered, and then became visible again. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.